Event description:
It was reported that a patient with an inspiris aortic valve, implanted in the pulmonic position, developed pulmonary insufficiency within six (6) months post implant. Initial postoperative echo showed a competent valve, but became worse over a period of six (6) months. The patient underwent a tpvr with an unknown transcatheter valve after an unknown implant duration.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (type of investigation, investigation findings, investigation conclusions) stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), 'the inspiris resilia aortic valve, model 11500a, is indicated for the replacement of native or prosthetic aortic heart valves.' The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section a3 internal md post-op echo report review: critical ps reportedly was observed in a 19-year-old female patient (unknown height, weight, and bmi) 1 year after implantation of a 27mm inspiris aortic valve in the pulmonic position, with critical ps and mild pi reportedly observed after 1 week. Based on the submitted images, significant bioprosthetic pi appears to be present on a movie labeled '1 year later' (presumably 1 year after implantation of the inspiris valve in the pulmonic position). The mechanism of pi is not evident. None of the submitted images supports a diagnosis of critical ps. If high gradients were observed at the initial time interval (.pptx pages 14-15) when normal bioprosthesis leaflet motion was documented, then explanations other than prosthetic stenosis should be considered; including subvalvular or supravalvular rv outflow obstruction, prosthesis-patient mismatch, high flow, or pressure recovery. If high gradients were observed only at the later time interval ('1 year later') coincident with the presence of significant pi, then high flow related to the pi should be considered as a likely contributing factor. Antegrade color variancing observed at the later time interval ('1 year later') could be due to high flow related to pi.

Event description:
It was reported that a patient with a 27mm inspiris aortic valve, implanted in the pulmonic position, exhibited critical pulmonary stenosis and significant pulmonary insufficiency after an implant duration of 1 year. No other details were provided.